Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer noted that there were cracks on the cartridge. The customer was able to load new cartridge successfully. There was no reported impact to the customer's blood glucose level.